Event description:
The customer initially reported motor error alarms on the insulin pump. The customer then stated he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. During the hospitalization the customer attempted to rewind the insulin pump several times but the insulin pump kept alarming motor error. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.